Event description:
The pt ((B)(6)) received an scs system, including an ipg. The pt reported intermittent telemetry with the ipg and ineffective stimulation. A new programmer was shipped to the pt; however, the intermittent telemetry persists. No add'l info is available.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.